Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for a stenting treatment procedure, insertion difficulties occurred. The 38x2.75mm taxus liberte long stent delivery system (sds) was advanced through the non-bsc toughy device and got stuck. No patient complications were reported and the patient's status is ok. However, device analysis revealed the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: examination of the returned device revealed that the stent delivery system (sds) was received on a guidewire, partially loaded into a non bsc accessory device. There was dried contrast along the entire length of the outer shaft. The balloon was tightly folded with the stent partially stripped from the balloon inside the accessory device. Attempts to free the device were unsuccessful. The accessory device was able to be loosened enough so the sds was able to be advanced distally to examine the stent. The stent was covered with dried blood and bunched at the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).